Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date - (B)(6) 2013; inratio inr - 1.07; laboratory inr - 4.1. The time between testing was two (2) hours. Reportedly, the finger was "milked" and multiple drops of blood was added to the strip. The patient's coumadin was held based on the 4.1 laboratory inr result. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: customer did not provide a reference value for comparison for the inratio inr results provided on (B)(6) 2013. Additionally, the customer did not provide an inratio inr result for comparison testing for the laboratory reference result provided on (B)(6) 2013. Unable to determine the accuracy of the results without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. Additionally, the patient was reported as using heparin from (B)(6) 2013. Limitations in product insert (pi), "this test should not be used for patients on heparin therapy." The customer's improper technique and off-label use could not be ruled out as a cause of the unexpected results. A review of the batch record for the lot did not uncover any non-conformances. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.